Event description:
It was reported that during preparation for an unspecified procedure, there was a problem with the wire introducer. The physician has a problem with the wire introducer in the advantage kit. This device was not used on the patient.

Manufacturer narrative:
Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).